Event description:
It was reported that there was a high pressure delivered to the patient and the touch screen became unresponsive for a short while. The patient desaturated to unknown level. The ventilator was replaced. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Testing of the touch screen was performed but the reported event of unresponsiveness could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced. Provided ventilator logs were reviewed. Information regarding the event date and time was requested but was not provided, so the event of high pressure delivered could not be confirmed. There are no technical error codes in the technical log to indicate any ventilator malfunction. There are several successful passed pre-use checks in the test log. The conclusion is that there are no indications of ventilator malfunction but the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).